Event description:
After a plcr75b reload had been fired via a plc75 stapler attached to an idrivec, it was noted that the knife had not completely transected the tissue. The transection was completed by means of a pair of scissors, and the stapler line was oversewn for redundancy.

Manufacturer narrative:
The returned plcr75b reload had its knife broken and separated from the shuttle assembly. Given the damage to the knife and given that the device initially cut for about 30mm of the 75mm travel, it is apparent that there was some unexpected obstruction in the path of the knife as it traversed the ctr of the reload. This was the root cause of the observed event. The nature of this obstruction is not known. Evaluation summary: idrivec worked as intended. Plc75 worked as intended. Plcr75b knife assembly broke off from the shuttle.